Manufacturer narrative:
Follow up #1 submitted: 01/02/2014. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: on examination, the keypad was intact without damage. On testing, all the keypad buttons had normal response. Pump booted to the verify screen with dim pink contrast. The keypad cover was removed for investigation and revealed contamination under the contacts of all the buttons. Unrelated to the original complaint, there's a crack along the battery compartment extending from the threads to the case seal and the display screen was dim and discolored. Investigation was unable to confirm or duplicate the complaint of unresponsive keypad buttons.

Event description:
On (B)(6) 2013, the distributor contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue; up arrow, down arrow and ok buttons. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
(B)(6). The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.